Manufacturer narrative:
Concomitant medical products: 6947m55, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was alerting. The alert was due to the right ventricular (rv) lead triggering an alert for low pacing impedance. The rv lead also triggered a lead integrity alert (lia) for a high number of short v-v intervals and high rate non-sustained episodes. Oversensing was also noted on stored electrograms (egm). The right atrial (ra) lead also exhibited oversensing. The leads remain in use. No patient complications have been reported as a result of this event.